Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and an atrial unipolar lead impedance warning for high impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.